Manufacturer narrative:
(B)(6). (B)(4). Implant procedure was done in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. In (B)(6) 2016. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2016, patient was implanted with a 4.5 mm locking compression plate (lcp) condylar plate and nine (9) screws to repair a fracture of the right femur. During a follow up visit to surgeon on unknown date, x-rays were taken which revealed broken screws and non-union of the fracture. It is further reported that patient was ambulating earlier than necessary. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. One (1) 4.5 mm cortex screw and two (2) 5.0 mm cannulated locking screws were broken. Broken screws were removed easily and no fragments remained in the patient. The plate and remaining screws were removed intact. It was reported that patient was revised to a competitor's femoral nail. Surgery was completed successfully with no delay and no further harm to patient. Concomitant devices reported: 4.5 mm lcp condylar plate 6 holes/170 mm-right (part# 222.656, lot# 7742242, quantity 1), 7.3 mm cannulated conical screw partially threaded 70 mm (part# 02.207.470, lot# unknown, quantity 1), 4.5 mm cortex screw self-tapping 38 mm (part# 214.838, lot# unknown, quantity 1), 4.5 mm cortex screw self-tapping 34 mm (part# 214.834, lot# unknown, quantity 1), 4.5 mm cortex screw self-tapping 36 mm (part# 214.836, lot# unknown, quantity 1), 5.0 mm locking screw self-tapping with t25 stardrive recess 34 mm (part# 212.211, lot# unknown, quantity 1), 5.0 mm cannulated locking screw 60 mm (part# 02.205.060, lot# unknown, quantity 1) this report is for one (1) cortex screw. This is report 1 of 3 for (B)(4).